Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent revisions due to a broken corail. Doi: unknown 215, dor: on (B)(6) 2025, affected side: right hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: corail révision broken. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo and x-ray investigation revealed signs of fracture on the that the distal section of the stem. Additionally, the device presents sings of organic material and what appears to be bone ingrowth adhered to the fixation surface, consistent with the explanation process. There is no indication that a material or manufacturing issue has caused or contributed to the reported event. However, a definite root cause cannot be established due to there being multiple factors that may influence implant failure. Consideration must be given to all potential influences including but not limited to surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail revision stem ho 14 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.